Event description:
Procedure: wedge resection. According to the reporter: prior to the second fire, jaws closed and green button was pressed properly, but it could not be fired at all by squeezing the handle. At proximal jaws, some staples were protruded. Opened another cartridge to continue the operation. Operating time not extended. No patient involved. No reinforcement material used.

Manufacturer narrative:
(B)(4).